Manufacturer narrative:
The insulin pump was received with blank display during countdown problem isolated to the mother board. Unable to confirm motor error alarm due to blank display. However, motor passed motor test. Unable to confirm force sensor calibration values corrupted error alarm due to blank display. Drive support disk was inspected and no anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 149 mg/dl. Troubleshooting was performed. The device was returned for analysis.